Event description:
It has been reported to philips that the fluoroscopy was not functioning. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the fluoroscopy was not functioning. Upon remote inspection, the rse found that there was a malfunction in x-segment controller connections issue. After resetting the x-segment controller connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome.